Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the hemostasis sheath, header bag, carrier tube, wire guide and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly were returned not fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath: 59. Arteriotomy locator: d5. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. A corrective action was issued for this issue; the lot associated with this complaint was manufactured prior to the corrective actions being implemented.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the product assembly process, the doctor found that the sheath tube and the dilator could not be securely fastened, so another angio-seal was used instead. This product did not contact the patient's blood. Additional information was received on 23jul2025: the product had not been used on the patient. The patient was stable. The user did not have difficulty in inserting the locator into the hub. The locator was inserted into the hub; however, it could not be locked. No tactile feedback was felt after mating. The user was unable to mate the locator with the hub after many tries.